Event description:
Customer reported that the needles are barbed and bent upon opening and seem to be blocked. They will not even draw up water and upon initial injection often are not able to get any register. They are causing wounds, abscesses, and frequent misses.